Event description:
Information was received regarding a patient with an implantable neurostimulator (ins), and it was reported that the caller knew someone whose family member had an ins removed because the ins did not work for her. No other information about the event, timing of event, or identifying information was known. There were no reported complications and no further complications were expected.